Event description:
It was reported that the insulin pump had a crack at the main part. Operation test and self test were completely normal. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners and battery tube threads. The pump also had minor scratches on the display window.